Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that during use on a patient (age & gender unknown), the fio2 entered did not correlate with the analyzed fio2. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The patient was moved to another device.